Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device failed to discharge and was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full defib functionality testing and defib cycling without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report. Therefore, our investigation found the report was unsubstantiated. Customer did not return contact for additional information. The device was recertified and returned to the customer. No trend is associated with reports of this type.